Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in the hospital for non-pacer related reasons, the device exhibited >2500 ohms impedance on both channels, loss of capture and loss of sensing. A subsequent check showed unipolar ventricular impedance at 900 ohms and unipolar atrial impedance at >2500 ohms.